Manufacturer narrative:
Physio-control examined the removed system pcb assembly and determined that the cause of the reported failure was a crystal, designator y1, located on the single board computer (sbc). The sbc is a component of the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.